Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had delivered shock therapy to treat an arrhythmia. The device was interrogated and found that battery capacity depleted had been reached three days before the shock was delivered, however the device was only implanted four years. Also, during shock therapy the device triggered a code 1007 for charge time exceeded. This indicates that a shock was delivered to treat an arrhythmia, but the device reaching battery capacity depleted had affected the ability of the device to charge. Technical services recommended replacing the device as the patient was currently unprotected. Subsequently, the device was explanted and replaced and has been returned for analysis. No adverse patient effects were reported.

Event description:
This report is being filed with analysis details.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device was unremarkable. Review of the stored memory confirmed a charge time error triggered. An x-ray revealed an intact plasma fuse. Evidence indicates that the long change time was due to multiple high voltage charges over a period of twelve hours. The 3191 code was used to denote surgical intervention.